Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The reporter stated via phone call that the customer experienced low blood glucose levels of 43mg/dl. The customer was assisted with troubleshooting. The customer was treated for the low blood glucose with food. Customer's blood glucose level was 254mg/dl at the time of the call. The reporter was assisted with troubleshooting for low blood glucose. The drive support cap was normal. The customer was not connected to the insulin pump while priming the device. There was no indication that the insulin pump over delivered insulin. The insulin pump passed self-test. The product will not be returned for analysis.